Manufacturer narrative:
Product event summary: during routine test and calibration procedure analysis revealed that the output connector was contaminated, therefore it was replaced. (B)(4).

Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.